Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that the lead was working fine and the impedance measurements were high but normal. The lead remains in service.

Event description:
It was reported that this left ventricular (lv) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. Once in unipolar configuration, the impedance measurements were normal. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The lead remains in service.